Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited inside of light guide lens was discolored. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of dirt/foreign material on the light guide (lg) lens was confirmed, but could not be further clarified. The event was presumed to have been due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the lg-lens which led to corrosion. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter. 3 preparation and inspection: olympus will continue to monitor field performance for this device.